Manufacturer narrative:
Product event summary: the lead was not returned, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.